Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on insulin pump. No harm requiring medical intervention was reported. The insulin pump was not returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 4.11e. Retainer ring = black. Customer complained about the unit having a failed battery alarm, a scratched lcd screen, an insulin flow blocked alarm and a battery compartment anomaly on event date of (B)(6) 2021. Inserted and removed a aa battery and the battery came out smoothly; no physical battery anomalies noted. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Successfully downloaded history files and traces using thus. No unexpected low battery alerts, replace battery alerts, replace battery now alarms, power loss alarms, power error alarms or power failure alarms noted during testing or in the history/trace download files. No unexpected failed batt test alarms in the history file (no data recorded on the event date or 7 days before the event date in the trace files). No unexpected no delivery alarms in the history/trace files on the event date of (B)(6) 2021 in the history file (a partial data recorded and does not cover the event date). Tested with a test p-cap and the test p-cap locked in place properly. Unit received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, cracked reservoir tube lip, cracked belt clip rail, minor scratches on lcd display window and scratched case. No unexpected failed batt alarms or insulin flow blocked alarms/no delivery alarms confirmed. No physical battery anomalies noted. Confirmed for minor scratches on the lcd display window. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.